Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility reported to fresenius (B)(4) that before treatment a 2008k2 machine had a small explosion, it alarmed, and it powered down. It was unspecified if the alleged explosion was heard and/or seen. There was no indication of patient involvement, harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. The biomedical technician (bmt) reported that the machine had a damaged electric card and the acid pipe was worn due to use. They replaced the card and acid pipe, performed functioning tests, and the machine was left ready for use. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Without a sample evaluation the alleged event could not be confirmed and a cause was not identified.

Event description:
A user facility reported to fresenius mexico that before treatment a 2008k2 machine had a small explosion, it alarmed, and it powered down. It was unspecified if the alleged explosion was heard and/or seen. There was no indication of patient involvement, harm or adverse event. A fresenius mexico technician was scheduled to service the reported machine. The biomedical technician (bmt) reported that the machine had a damaged electric card and the acid pipe was worn due to use. They replaced the card and acid pipe, performed functioning tests, and the machine was left ready for use. This report was received from fresenius mexico.